Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found that host pc system software was crashed. The fse restored system software through ghost image and restore relevant system settings. After restoring the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up, stalling at 00:00. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.